Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: serial#: (B)(4), implanted: on (B)(6) 2022, explanted: on (B)(6) 2023, product type: catheter, product ID: 8780, lot#: serial#: (B)(4), implanted: on (B)(6) 2018, explanted: on (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 13-sep-2024, UDI#: (B)(4) ; product ID: 8780, serial/lot#: (B)(4), ubd: 30-apr-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver dilaudid (hydromorphone) 1mg/ml at 0.0061mg/day and bupivacaine 1mg/ml at 0.0061mg/day. It was reported that the patient was complaining of daily headaches that were secondary to a persistent cerebrospinal fluid (csf) leak following a catheter revision on (B)(6) 2022(see medwatch#: 3004209178-2022-13267). The paint was seen by their pain physician on (B)(6) 2023, at which time they requested to have the device explanted due to the symptoms they were experiencing. The patient was taken to the operating room (or) on (B)(6) 2023 and the physician removed the pump, active catheters, and abandoned catheters in their entirety. The physician believed that the cause of the csf leak was due to the purse string that secured the catheter where it entered the intrathecal space had broken. At the time of this report, the issue was resolved and the patient status was "alive-no injury". It was indicated that the devices would not be replaced in the future. It was noted that the device was functioning appropriately, but was explanted due to the persistent csf leak. In regards to any environmental, external, or patient factors that may have led or contributed to the issue, the recent catheter revision on (B)(6) 2022 was noted. The patient's medical history was asked but was unknown.

Manufacturer narrative:
H6. Correction: patient code: e0116 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was confirmed the serial number (sn) of the catheter with the broken purse string was sn=(B)(6).